Event description:
It was observed during the device inspection, the gastrointestinal videoscope exhibited white foreign material at the air/water tube and air/water cylinder. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: g3(correction is being made to previously submitted g3 - date received by manufacturer. The correct date was sep 6, 2024). Additional information added to field h3 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the investigation results, it was confirmed that foreign material adhered to the air/water cylinder and air/water channel. However, a definitive root cause could not be determined. It was unknown that there were deviations from the instructions for use during the reprocessing steps in the areas where the foreign material was found. No physical damage was observed at the locations where the foreign material remained. The instruction manual states the detection method associated with the event in gif-1100 operation manual chapter 3 preparation and inspection and preventive measures associated with the event in gif-1100 reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.